Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on 16-nov-2017 from the other non-health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after unknown latency the patient experienced severe swelling, pain, decrease mobility and inability to bear weight. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number: 7rls021 and expiration date: 31- may-2020) for osteoarthritis (oa) knee pain in the suprapatellar pouch of the right knee. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient experienced severe swelling, pain, decrease mobility and inability to bear weight. Reportedly, the patient received bilateral injections on different days. Corrective treatment: unspecified for all the events outcome: recovering for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all the events follow up was received on 17-nov-2017. Related case ids were added. Additional information was received on 22-nov-2017. Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a male patient who received treatment with synvisc one from recalled batch and later suffered from mobility decreased and weight bearing difficulty. Based on the available information, pharmacological plausibility can be established between the events and suspect product. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the other non-health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after unknown latency the patient experienced severe swelling, pain, decrease mobility and inability to bear weight. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number: 7rls021 and expiration date: 31- may-2020) for osteoarthritis (oa) knee pain in the suprapatellar pouch of the right knee. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient experienced severe swelling, pain, decrease mobility and inability to bear weight. Reportedly, the patient received bilateral injections on different days. Corrective treatment: unspecified for all the events outcome: recovering for all the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all the events pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a male patient who received treatment with synvisc one and later suffered from mobility decreased and weight bearing difficulty. Based on the available information, pharmacological plausibility can be established between the events and suspect product. However, further information regarding patient's medical history, concomitant medications, past drugs, concurrent clinical presentation, and other risk factors precludes the complete medical case assessment.